Event description:
Patient in endoscopy for gi procedure and went to recovery room. Shortly after procedure, she complained of chest pain. X-ray showed rectal perforation. Patient to o.r. For repair. Physician felt the perforation was due to malfunctioning coagulator. The staff used the coagulator on another patient before this incident was discovered. There were no problems with the machine. Bio-med checked the cables, they were working fine. The coagulator is being sent to the manufacturer for further testing.